Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the channel drain was broken during use. No patient injury reported. It was later reported via email on (B)(6) 2018 from (B)(6) (B)(4) representative), the device was used as intended prior to the breakage, the user tried to move the device and it was broken. There was no missing pieces.

Manufacturer narrative:
The reported event was confirmed a cause unknown. The visual evaluation of the returned sample noted one used silicone channel drain with trocar attached and no original packaging present. The clear drainage tube was detached from the molded connector portion. The channel drain portion was still intact. The ends of each portion of tubing was jagged and uneven. The outer diameter of the clear drainage tube was measured (0.1305") and was found to be within specification (0.134 +/- .005). The inner diameter of the clear drainage tubing was measured (0.0785") and was found to be within specification (0.080 +/- .005). The inner diameter of the white molded connector portion was measured (0.1335") and was found to be within specification (0.130 +/- .008). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks."

Event description:
It was reported that the channel drain was broken during use. No patient injury reported. It was later reported via email on 18 november 2018 from the medicon representative, the device was used as intended prior to the breakage, the user tried to move the device and it was broken. There was no missing pieces.